Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Returned photo shows activated company preloaded device. The plunger and the lens appear to be advanced into the nozzle entry. The lock out assembly is removed and not visible on the photo. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on our observation of the attached photo, company preloaded device is activated with plunger and lens advanced into the nozzle entry. The reported lock out assembly is not present on the photo. A final root cause cannot be determined based on available information and without the evaluation of the physical sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens implant procedure the lock had dislodged from the position, so it was difficult to put the viscous in. The surgeon tried but there wasn't enough viscous and the implant didn't correctly deployed. No impact on the patient. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in carton. The lock out assembly has been removed and is returned loose in the carton. The pin stop, lens stop and lever stop are intact. The pin stop designated hole in the lens bay door is intact. Insufficient solution is dried in the device, no viscoelastic passed the iol (intraocular lens). The plunger and iol are advanced to nozzle entry, the plunger appears to be veering slightly to right. The root cause for the reported complaint is most likely related to failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd (viscosurgical device) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).